Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce error 23068. The fse replaced the universal surgical manipulator (usm) to resolve the reported issue. The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and replicated the reported complaint. The unit was tested on an in-house system and failed normal mode as it triggered a 23068 error on degrees of freedom (dof) 6. The instrument sterile adapter (isa) board was replaced, and the error went away. The original isa board was reinstalled and error 23068 on dof 6 returned. The unit was also tested on the test platform; it passed in-house tests.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered repeated recoverable error 23068. The customer attempted to recover the error with no success. An intuitive surgical, inc. (Isi) technical support engineer (tse) helped the customer perform a hard power-cycle, however the error persisted. The customer will not use the affected universal surgical manipulator (usm) 3 and will use usm 4 instead. The procedure was completed as planned with no reported patient injury.